Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose was 302 mg/dl. The customer stated that their normal blood glucose is 100 mg/dl. The customer stated that they changed the infusion set and the insulin, but it did not help; the blood glucose kept increasing. They declined assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.